Event description:
The distributor reported that a customer's pump had a cracked or shattered touchscreen, which made it unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. The defective device was scheduled to be returned and replaced, with a replacement pump already identified by its serial number.